Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 34 mg/dl. The customer stated that the paramedic was called. Customer experiencing low blood glucose for does not know and says it is a very rare thing. Customer was still in the hospital and was not able complete the call, she hung up.